Event description:
It was reported to st. Jude med that the lead was explanted and replaced when the pt received inappropriate therapy. Low lead impedance and an insulation break near the connector were also reported.